Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference:2030404-2016-00003. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. Transseptal puncture was performed and an inquiry afocus ii catheter was advanced through a swartz introducer. During manipulation of the inquiry afocus ii catheter during mapping, transseptal access was lost. The inquiry afocus ii catheter was removed and a tacticath quartz ablation catheter was advanced through the swartz introducer and used to probe the septum in an attempt to establish access to the left atrium. Access was successfully re-established and the procedure was continued. Approximately 2 hours later, the patient became hypotensive and tachycardic. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm devices. The physician indicated a small perforation may have occurred while probing the septum with the tacticath.

Manufacturer narrative:
Additional information